Event description:
It was reported that a solution administration set did not allow fluid to flow through easily. Patient involvement is unknown. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: three companion samples were available for evaluation. The companion samples underwent visual inspection, air passage testing and gravity testing. No issues were found during the testing. Therefore the reported condition could not be confirmed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.